Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: replacement from textured to smooth.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: white particle in the device ( calcification) and delamination diaphragm valve. Leak test was performed and found delamination in diaphragm valve . A microscopic analysis was performed which identify delamination total of the diaphragm valve. Based on the device analysis the final assessment is: delamination total of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.